Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the pump's black box showed evidence of two call service 064 alarms. The pump was exercised for 24 hours and the call service 064 alarm complaint was not duplicated. Unrelated to the initial allegation, the bolus button cover was detached/missing. The display screen was dim and discolored. Moisture was found on the internal components of the pump. The battery cap was cracked along the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.